Event description:
Following an evoke spinal cord stimulation (scs) system permanent implant procedure, delayed wound healing at the evoke closed loop stimulator (cls) site was noted. The patient was provided antibiotics during this evaluation. During a follow-up visit, persistent wound not healing and confirmed infection at the cls implant site was confirmed. A revision was performed during which the following was completed: cls implant site cleaning, irrigation and debridement and oral antibiotics (2x) was prescribed. Due to persisting infection, the evoke scs system was explanted.